Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and the button contact was found to be inverted.

Event description:
The patient reported that the ok button had a delayed response and looked "deflated". The patient reportedly wore the pump on the outside of clothing and did not clean the pump.